Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the patient "came out of the pins" and the patient's forehead was found resting on the skull clamp. The patient did not get lacerated or cut. Additional clinical information has been requested.